Manufacturer narrative:
Follow-up from 04-may-2015: the required number of follow-up attempts has been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a positive hcg test. Patient experienced miscarriage and claiming that her essure caused her to develop rheumatoid arthritis. Additionally, it was reported left coil was buried in the uterus, patient underwent a lower abdominal vaginal hysterectomy. Miscarriage and rheumatoid arthritis are serious due to medical importance and unlisted events in essure's reference safety information. Left coil was buried in the uterus is serious due to medical importance and listed. In this case, pregnancy was diagnosed about 9 months after insertion, thus causal relationship between the suspect insert and this event cannot be excluded. Miscarriages use to occur mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. Regarding rheumatoid arthritis, given its pathophysiology and considering essure's local action at fallopian tubes, this event was also considered as unrelated to the insert. For the event left coil was buried in the uterus, regarded as device embedment, although the exact date and mechanism of its occurrence were unknown, due to its nature it was considered as related to essure. This case was regarded as incident since patient was submitted to hysterectomy. A product technical analysis was performed and concluded there is no reason to suspect about a causal relationship to a potential product quality deficit based on this report. Additional information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2014. It describes the occurrence of pregnancy in a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception (lot number b11728; expiration date mar-2016). Additional information was provided on (B)(4) 2014. Patient had a hsg (hysterosalpingogram) done on (B)(6) 2013 which showed both coils in place. On (B)(6) 2014 the patient had a positive hcg test. On (B)(6) 2014 it was determined she had miscarried and on (B)(6) 2014 and on this same day suction dilatation and curettage and tubal. On (B)(6) 2014 patient underwent a latvh (lower abdominal vaginal hysterectomy). Patient was also claiming that her essure caused her to develop rheumatoid arthritis. Correction ((B)(4) 2014) following company internal review: listedness of the event miscarriage was updated. The product technical complaint investigation and final assessment were received on (B)(4) 2014. (B)(4). Final assessment: pregnancy is the condition of carrying developing offspring within the body. The time period during which this condition exists; gestation. Probable causes for pregnancy include: unsuccessful bilateral tubal occlusion (complete tissue ingrowth), expulsion (related to micro-insert placement accuracy), no 3-month confirmation test (hsg) or mis-read of hsg, lack of patient compliance to IFU (i.e. Use of alternate contraception until confirmation of bilateral occlusion). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Pregnancy is an anticipated event. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. (B)(4) further ae case reports have been received to date in relation to the reported batch, of which one case refers also to similar lack of efficacy type of events. No unusual pattern could be identified. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Internal review on (B)(4) 2014: (B)(4). The following information from (B)(4) was added: essure was inserted and both coils were in place and looked good. Three months later, the patient became pregnant and had a miscarriage. An exam revealed the r (interpreted as right) essure coil was in place, and the left coil could not be found. Further exam revealed the left coil was buried in the uterus. An additional procedure was done and patient had to have a hysterectomy. Case was upgraded to incident due to intervention. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a positive hcg test. Patient experienced miscarriage and claiming that her essure caused her to develop rheumatoid arthritis. Additionally, it was reported left coil was buried in the uterus, patient underwent a lower abdominal vaginal hysterectomy. Miscarriage and rheumatoid arthritis are serious due to medical importance and unlisted events in essure's reference safety information. Left coil was buried in the uterus is serious due to medical importance and listed. In this case, pregnancy was diagnosed about 9 months after insertion, thus causal relationship between the suspect insert and this event cannot be excluded. Miscarriages use to occur mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. Regarding rheumatoid arthritis, given its pathophysiology and considering essure's local action at fallopian tubes, this event was also considered as unrelated to the insert. For the event left coil was buried in the uterus, regarded as device embedment, although the exact date and mechanism of its occurrence were unknown, due to its nature it was considered as related to essure. This case was regarded as incident since patient was submitted to hysterectomy. A product technical analysis was performed and concluded there is no reason to suspect about a causal relationship to a potential product quality deficit based on this report. Additional information was requested.